Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer questioned results from a patient that was part of a (B)(6) clinical trial that generated (B)(6) results with architect (B)(6) combo assay and later came up (B)(6)when tested with the (B)(6) assay when attempting to (B)(6). The (B)(6) clinical trial involved vaccination of the patient with the potential to develop (B)(6). The patient was tested throughout the protocol to check for (B)(6). At the end of the trial the patient was tested with the architect (B)(6) assay to determine if the patient has (B)(6). (B)(6). In september the patient received a (B)(6) plus result when attempting to (B)(6) (at a different facility). There was no report of impact to patient management.

Manufacturer narrative:
Customer complaint data was reviewed and no adverse trends were identified. Prism metrics field data for the last 12 months was reviewed and it indicates that the product is meeting labeling claims for clinical specificity. The abbott prism hiv o plus package insert was reviewed and was found to adequately address the issue. The limitations of procedure section addresses patients who have participated in a (B)(6) vaccine study who may have developed antibodies to the vaccine and may or may not be infected with (B)(6). The investigation did not identify a malfunction / deficiency.